Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient had pain on their right side and the pain draws up in the buttocks and is more in their side. The patient stated it hurt over the battery site. The patient stated after they got the implant it hurt for a little bit, but then probably 4-5 months later it started hurting over the battery pack and hasn't quit hurting. No further complications were reported. Additional information was received from the consumer on (B)(6) 2017 reporting that the patient met with the manufacturer representative and health care provider (hcp) on what the consumer thought was the 18th. This date was approximate. It was suggested by the hcp that the patient do a trial for a pain pump and a consult appointment for this trial was scheduled for (B)(6) 2017. The patient was still experiencing pain as they had not yet begun the trial. No further complications were reported. Additional information was received from the healthcare provider (hcp) on (B)(6) 2018, reporting that actions/interventions taken to resolve the hurting over the battery site was that the spinal cord stimulator battery and leads were removed on (B)(6) 2018. No further complications were reported/anticipated.